Event description:
It was reported that there were two surgical wound infections that developed with staphylococcus aureus. Additional information was requested.

Manufacturer narrative:
Concomitant: product ID 4351, product type lead. Product ID 4351, serial# unknown, product type lead. (B)(4).